Manufacturer narrative:
Device data confirmed normal operation during the perfusion. No device fault or malfunction was identified. The observed clinical outcome (pnf) was not related to device performance.

Event description:
Following perfusion and transplant, the donor liver developed primary non-function (pnf). The patient underwent re-transplantation and was recovering post-procedure.